Event description:
Related manufacturer reference number: 2017865-2022-08561. It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. Upon examination, it was noted that there was lead noise and low pacing impedance on the right atrial (ra) lead. The physician capped and replaced the lead on (B)(6) 2022. After the procedure, x- ray confirmed that the ra lead had been capped but there was still some artefact noted on the atrial channel. It was noted that the implantable cardioverter defibrillator (ICD) was still sensing some signals. The device was reprogrammed. The patient was in stable condition throughout.